Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
It was reported, the patient experienced the ¿full eight bars within the first minute of using the recharger and then got zero bars and could not get any more bars during the rest of the appointment.¿ it was stated that ¿no matter what¿ the patient did not receive any coupling bars. The antenna locate feature was used and showed ¿36 on the top right and left¿ and ¿at the top of the pocket then at the bottom.¿ it was noted the patient was to ¿wait longer to allow for more healing.¿ additional information stated a manufacturer representative was to meet with the patient on 2013 (B)(6). It was noted at the time of initial report a ¿routine impedance¿ test was run with initial programming. Additional information stated that the patient will have a revision scheduled in the near future. Additional information stated, the patient will undergo a pocket revision for better placement on 2013 (B)(6).

Event description:
Additional information received reported that no malfunctions had been seen. It was stated that stimulation and recharging are now "good". Additional information received reported that the patient saw a company representative on (B)(6) 2013 to set up the adaptivestim feature. It was noted that the programmer did not show the positions when the implantable neurostimulator (ins) was off which was normal. It was stated that the voltages did not change when the patient changed positions. The ins was checked with the clinician programmer and it was confirmed that only the upright position was programmed. The company representative was going to have the patient program her positions on her own. It was noted that the programming issues were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the information regarding the programming difficulty does not pertain to this event. (B)(4).